Event description:
It was reported that inadvertent deployment occurred. The procedure was performed via contralateral approach. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing the lesion with a 035 zipwire guidewire, pre-dilatation was performed. A 7 x 80 x 130 innova vascular stent was selected for use. However, during preparation, it was found that 20% of the stent had already deployed outside the patient. The procedure was completed with a 7 x 60 x 130 innova vascular stent. No patient complications were reported.